Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 310 cc saline prosthesis, catalog #3503310, lot #6413701. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient had a mentor smooth round high profile 310 cc saline prosthesis inserted. Post procedure the physician identified that the valve had failed, and the prosthesis had deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The information received by mentor was that the serial numbers of the devices implanted were (B)(4), however, no indication was given as to which serial number belonged to the impacted product. If additional information is made available in the future, a supplemental report will be submitted.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a female patient had a mentor smooth round high profile 310 cc saline prosthesis inserted. Post procedure the physician identified that the valve had failed, and the prosthesis had deflated. Upon receipt by mentor two devices with the same lot number engraved on them returned without fluid. Brown, yellow, and white material was observed within the device. White material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 1 cm within a crease on the posterior aspect on device a. On device b a rent measuring approximately 9.0 cm was found on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown, yellow and white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).